Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) automatic inflation fault was prompted, the negative pressure was too low. No personal injury occurred.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
N/a

Manufacturer narrative:
The corrected event site telephone was not put in block due to character length. Telephone number is as follows: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the safety disk (0997-00-0985-15) and drive manifold (0104-00-0018) to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.